Event description:
It was reported that signal loss occurred. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A2 age number ¿ additional information. A2 age number units ¿ additional information. A2 date of birth ¿ additional information. A3a sex ¿ additional information. B5: describe event or problem ¿ additional information. E1 initial reporter email address ¿ correction. E1 initial reporter street line 1 ¿ correction. E1 initial reporter country code ¿ additional information. E1 initial reporter city ¿ correction. E1 initial reporter postal code ¿ correction. G6 type of report ¿ additional information. H2: additional information/device evaluation information/correction. H6: medical device problem code: correction ¿ updated due to a classification code change.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. H6: type of investigation - correction: remove 3227.

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing failure was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.